Event description:
It was reported the gastrointestinal videoscope displayed an error message appears and only artifacts were displayed on the screen. The issue occurred during device setup when the scope was moved. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "an error message appears and only artifacts are displayed on the screen when the endoscope is moved " was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: air/ water cylinder has foreign objects, air/ water tube has foreign objects, and auxiliary tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation is not detected and for the foreign material is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.